Manufacturer narrative:
This is a definitive report. According to the result of investigation, there were no deviations or out-of-specifications found in the manufacturing process, the in-process testing, the release testing, and the environmental monitoring for lot# 4x8a19. Furthermore, no infectious event has been reported from other facilities in the us except for this case, the infection was therefore not related to product quality. Seikagaku corporation is also submitting this report on behalf of bioventus llc as the importer with authorization by the exemption number e2016008.

Event description:
On (B)(6) 2019- a (B)(6) year-old male patient received supartz fx injection for osteoarthritis. On (B)(6) 2019 - he required surgery due to infection in joint from injection.